Event description:
Per the initial reporter, intracardiac broviac with a crack which required repair. A foreign object did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Lot info not provided by the reporter. Cat#: c-tpns-5.0d-65-12-redo, expiration date unk as lot is unk. One used product was returned. An examination revealed the catheter had a rupture which occurred just distal to the manifold. The distal portion of the catheter was not returned. Quality control confirms that each extension, main catheter shaft and, if specified, strain relief tubing are securely molded to manifold without voids or cracks, that the lumens are open with no lumen communication, and that extensions are properly aligned. Product is shipped with an IFU which includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. The root cause of the failure remains unk. Based on the type of usage, it is possible that the product was exposed to forces beyond its intended design. We will continue to monitor for similar complaints and have notified the appropriate personnel. Preventive action has been previously issued in an effort to alleviate/reduce the occurrence of this failure mode. The quality engineering risk assessment (qera) was not updated in response to this complaint as the addition of this complaint would not change the conclusion.